Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2018 is covered under medwatch MFR report #2916596-2018-00188. (B)(4). Approximate age of device ¿ 1 year.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced mediastinitis shortly post pump exchange on (B)(6) 2018. It was reported that around (B)(6) 2018 there was concern that original driveline exit site had possible infectious seroma. The patient returned to the operating room for seroma drainage and debridement of original driveline exit site. Patient discharged home post debridement. On (B)(6) 2018, it was reported that there was no active infection and patient was off antibiotics. It was reported that the all cultures done of site had no organisms grown and no additional treatment needed. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.